Event description:
It was reported that during a treatment procedure to place a greenfield vena cava filter, the filter partially deployed prematurely, then was difficult to fully deploy. No pt injuries or complications were reported.